Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited error code 46221. This device has not been serviced in the past 12 months. Review of event log found system fault 46221. Reported problem of was verified by visual inspection. The cause is the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. Device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46221. There was no patient involvement, no patient injury was reported.